Manufacturer narrative:
Siemens current product support (cps) team has investigated the issue. Investigation summary: along with a positive troponin result on the siemens vista at the customer site, internal testing concluded that heterophilic antibody interference caused the negative troponin result. As per stratus cs stat fluorometric analyzer; acute care ctni testpak IFU,"patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results."

Event description:
Customer reported falsely low troponin result on the instrument. There was no report of injury due to this event.